Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model cq5084j dilatation catheter experienced peeling. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
H10: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. A visual inspection found peeling pebax throughout the length of the balloon. No frayed or unraveling fibers were identified on the balloon. Therefore, the investigation is confirmed for peeling pebax. The definitive root cause for the identified peeling pebax could not be determined based upon the available information. An investigation is currently open to address the peeling pebax issue. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified in d2 and g5. Accordingly, this event has been determined to be MDR reportable.

Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model cq5084j dilatation catheter experienced peeling. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.